Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient had a loss of therapy. The patient went to check the therapy on the day of this report but the patient programmer batteries needed to be replaced, so she replaced them and then checked the therapy settings. The batteries were not new and she got the low patient programmer batteries screen again. She got the sync screen and then got the poor communication screen. It was noted that the patient would be having eyelid surgery and needed to know how to turn the device off. The patient did not feel stimulation but therapy was off. She had felt stimulation the night before but she did not feel stimulation on the day of this report. Therapy was turned on and this resolved the issue. The patient was on program 4 at 1.5v. The issue was resolved. A follow-up report will be sent if additional information becomes available.